Event description:
Device issue: balloon material peeling. Time of device issue: during use. Onset of adverse event: none. It was reported that during a stenting procedure of an unspecified vessel, the tip of the balloon was damaged and the tip came off right out of the package. The physician attempted to deliver the device, but it would not go. A 3.5 x 18 xience crossed successfully. No adverse patient effects were reported. No additional event or patient information is available. This incident was upgraded to be reportable based on the analysis of the returned device, which revealed that the distal end of the balloon was shredding.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.